Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the patient presented for a normal generator change and atrial lead revision. The patient had oozed blood throughout the night in the pocket causing a hematoma. The patient was brought down to the cath lab the next day (B)(6) 2018, and a pocket evacuation was performed. The patient was stable prior to, during, and following the procedure. There was no issue with the atrial lead.